Manufacturer narrative:
It was reported that there was no malfunction of the equipment. Alarm events occurred; however, no audible alarm tone was generated because the alarms had been deactivated. The customer confirmed that the alarms can be reactivated. Review of the device logs determined that the alarm settings had been deactivated by the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that invasive pressures alarms are disabled and cannot be reactivated. The device was in use on a patient at the time of event, no adverse event was reported.